Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported they had 6 patients who experienced chest tightness, dizziness, hypotension, coughing and diaphoresis during a dialysis treatment with their first use of a polyflux 170 h dialyzer. Reportedly, this patient continued the dialysis treatment. Additional information was requested however, there has not been any further information provided.